Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had received software error. Customer's blood glucose value was 124 mg/dl. Customer stated that the insulin pump was switch off during the calibration. Customer stated that auto mode could automatically turn off due to alarm. The customer was advised to discontinue use of the insulin pump and revert to backup. The device will not be returned for analysis.